Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.

Event description:
It was reported that during an ankle arthro, the generator switches off after activation of the hand piece by the pedal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: MFR site: the manufacturer contact name has been updated to kara ditty-bovard. All contact information have been updated accordingly. Additional information: investigation summary: the device was received and repaired at the service center. The complaint was confirmed. Further deficiencies were found at the service center following repair of the device. The cable resistance value was out of tolerance limits, therefore the motor cable was replaced. The motor was found to be corroded, therefore the motor was replaced. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the motor being corroded. When the motor cable resistance value is out of tolerance, the device may not operate as intended therefore is a potential root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Additional information received from affiliate on 10january2018: it was reported the issue was detected during use. The device did not show any error make an alarm; it turned off. There was no surgical delay due to the reported issue. The procedure was able to be completed as alternatives were readily available. There was no patient or clinical impact.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4).